Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Correction- b5, d4: product lot information for both devices was received 26oct2022 matching what was originally reported. As both devices used in this procedure have identical product identifying information and were used in the same procedure involving the same patient, an initial report for patient identifier 378123 will not be forthcoming. All information involving both devices used in this procedure will continue to be reported under manufacturer report # 1820334-2022-01671. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Both devices involved in the procedure were returned 26oct2022. One device was returned with the basket sheath severed at the distal tip of the support sheath. The other device was returned with one basket wire pulled from the distal cannula; another wire had a cut appearance.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Corrected information: in section h10 in our previous MDR report we incorrectly reported there was additional information captured in h6 (annex a). The additional information was captured in h6: component code (annex g). Summary of event: it was reported that the tip of two ncircle tipless stone extractors kinked during a percutaneous nephrolithotomy procedure. One of the basket wires of both devices disconnected but did not fully detach. The devices were tested prior to use. The patient did not have any remarkable anatomy. A laser was used during the procedure. The procedure was successfully completed with two other extractor baskets. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Both devices involved in the procedure were returned 26oct2022. One device was returned with the basket sheath severed at the distal tip of the support sheath. The other device was returned with one basket wire pulled from the distal cannula; another wire had a cut appearance. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection along with a functional test were also conducted. Two ncircle tipless stone extractors device one: the device was returned in an open pouch with the basket formation in the closed position. There were multiple kinks in the basket sheath and the basket sheath was smashed/kinked. The basket sheath was severed at the distal tip of the support sheath. The basket sheath was separated at the purple support sheath. None of the basket wires were disconnected. The handle would not actuate the basket formation due to sheath damage. When actuating the handle, the basket coil exited the basket sheath at the distal tip of the support sheath. Device two: the device was returned in its original pouch, with the handle and the basket formation in the open positions. The basket was damaged: one of the basket wires was separated and one basket wire was pulled out from the basket cannula that holds the proximal end of the basket wires in place. The basket opens and closes when the handle was actuated. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other related complaints associated with the complaint device lot. The product IFU provides the following information: precaution: do not use excessive force to manipulate this device. Damage to the device may occur. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents were conducted. All extractors are inspected for damage and verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The cause for the damage is unknown. Excessive force may have been inadvertently applied to the device; however, no information was known regarding device handling, therefore the cause of the issue could not be conclusively determined. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. PMA/510(k) number = exempt device evaluated by mfg - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the tip of two ncircle tipless stone extractors (see also patient identifier (B)(6) kinked during a percutaneous nephrolithotomy procedure. One of the basket wires of both devices disconnected but did not fully detach. The devices were tested prior to use. The patient did not have any remarkable anatomy. A laser was used during the procedure. The procedure was successfully completed with two other extractor baskets. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.